Event description:
A malfunction alarm was reported with the malfunction code malf 3, and the fault ID was available. There was no reported impact to the customer's blood glucose level due to the issue. The customer chose to use manual daily injections as backup therapy, and the pump is scheduled for replacement by tandem technical support. The customer was instructed to place the malfunctioning pump in storage mode and return it using a prepaid shipping label within 10 days.